Manufacturer narrative:
(B)(4).

Event description:
It was reported the device battery lifespan had prematurely depleted and reached eri within a four month period. The leakage of the svc coil was considered as the cause of battery depletion. Lower out of range high voltage lead impedance was observed. The device was explanted and replaced. No adverse consequences were detected.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.